Manufacturer narrative:
Image review: echocardiogram findings include a mobile echogenic structure observed on the valve leaflets, with possible moderate to severe aortic insufficiency¿potentially involving two regurgitant jets identified in the short axis view. Additional findings include mild mitral regurgitation, moderate tricuspid regurgitation, and a possible pacemaker wire visualized in the right heart. Two separate video clips were provided, both confirming the presence of a mobile echogenic structure on the valve leaflets within the tav device, located near the non-coronary cusp (ncc). Updated b5. E1. E4. Email h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that severe central aortic regurgitation was confirmed via echocardiogram. Medical treatment was not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 6 months following the implant of a transcatheter valve, a computed tomography (CT) scan and transesophageal echocardiogram (tee) were performed that revealed the valve failed due to possible moderate to severe aortic insufficiency. Additionally, a possible mobile echogenic structure on the valve leaflet was noted and reported to be possible thrombus/vegetation/mass.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 6 months following the implant of a transcatheter valve, a computed tomography (CT) scan and transesophageal echocardiogram (tee) were performed that revealed the valve failed due to possible moderate to severe aortic insufficiency. Additionally, a possible mobile echogenic structure on the valve leaflet was noted and reported to be possible thrombus/vegetation/mass. Additional information was received that severe central aortic regurgitation was confirmed via echocardiogram. Medical treatment was not provided. Additional information was received that approximately 7 years and 11 months following the implant of the valve, another computed tomography (CT) scan was performed for redo transcatheter aortic valve (tav) workup that revealed the valve failed.